Event description:
It was reported that the patient was experiencing inadequate stimulation due to movement of leads and multiple contacts out. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted leads were discarded by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 to 4 months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074987.